Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few days post implant a lead perforation with hemothorax occurred. An open thorax surgery was performed in order to stop the bleeding and reposition the lead. The patient is recovering from the event.